Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicate. The product surveillance technician (pst) observed the central control monitor (ccm) to function normally with no freezing throughout evaluation. The pst's external and internal inspection revealed no signs of abuse or damage. The pst evaluated the customer's ccm by running it overnight, placed it in a cold chamber overnight and then operated the ccm, performed component/cable agitation, printed circuit interface (pci) flex cable inspection and cleaning and observed the ccm to function normally with no freezing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer.

Manufacturer narrative:
No consequences or impact to patient. Operating system becomes nonfunctional. Monitor. This complaint is related to MDR #1828100-2015-00853. Evaluation is in progress, but not yet concluded. After the case the user pulled the entire pump out of the room and informed the hospital that they were down a pump and that they only had two working pumps in house. Due to this fact and as per their hospital policy it forced them to shut down one of their two cardiac rooms, because they never want to put someone on bypass without a replacement pump on standby. It was very fortunate for the user facility that their field service representative (fsr) was able to resolve the issue very quickly and get them back to two room status within a day. On (B)(4) 2015, while downloading the service data logs, the ccm locked up on the fsr. The ccm would not respond to touch on the screen. Fsr rebooted the entire system-1, and then was able to download the remainder of the logs. The next day the fsr installed a loaner ccm (serial number (B)(4)) and configured. The fsr tested operation, verified power supplies and electrical safety. He ran the newly installed ccm for over an hour to verify that no lockup symptoms occurred. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) froze up twice. The ccm display would not respond to touch on the screen. There was no audible or visible alarm. The device was not changed out, as the perfusionist (ccp) powered down the system and rebooted the ccm and was able to complete the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the complaint effects were initially not able to be duplicated. After the laboratory analysis was concluded, the product surveillance technician (pst) restarted the central control monitor (ccm) to obtain device logs. At that time, the ccm screen was found to not respond to user touch commands. Laboratory analysis was restarted. During the secondary laboratory analysis, the issue was duplicated. The issue was isolated to a slightly unseated pin in the touch screen controller cable. When the pin was reseated in the connector body, the device operated as intended. It is not known how the pin became dislodged. Log analysis shows the system ceasing to log on the complaint date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.